Manufacturer narrative:
The manufacturer previously reported a trilogy evo was returned to a third-party service center for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation a service required alarm condition indicating the device's o2 proportional valve was stuck was observed. The device's oxygen blending module board was replaced to address the issue. The device was returned to the customer unrepaired per the customer's request. No repairs were performed. The oxygen blending module board was not replaced.

Event description:
A trilogy evo was returned to a third-party service center for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation a service required alarm condition indicating the device's o2 proportional valve was stuck was observed. The device's oxygen blending module board was replaced to address the issue. The device was tested and passed all testing.